Event description:
Customer reports a nurse accidently pricked her finger with the end of the syringe containing the control. Customer stated nurse is fine and healthy. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method and results: manufacturer unable to perform evaluation as quality control product not being returned from user facility. Device history record reviewed. Conclusion: no conclusion can be drawn.